Event description:
Related manufacturer report number: 3006705815-2022-17276, 3006705815-2022-17277. It was reported that the patient's leads had migrated downwards and the ipg is approaching end of life. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
The system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.